Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance (pm) program, the device was regularly serviced and was successfully verified at the latest instance of preventive maintenance confirming device meets specifications as per service installation record. Based on this report, and field service engineer performed a complete system verification according to the service installation record. The event could not be replicated, and the device fulfills all specifications. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows eleven successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause for the perforation is most probably lifting of the opaque bubble layer portion of the flap. The root cause for the residual astigmatism is performing an ablation on the irregular surface of the flap. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a flap perforation occurred during lifting, revealing a buttonhole, which resulted in residual astigmatism with unknown post-operative treatment results in an unknown eye of the patient during lasik surgery. There are multiple related reports from this facility. This report addresses the unknown patient with the unspecified eye, and another manufacturer report will be filed. Additional information has been requested.